Event description:
On 20-aug-2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 47 mg/dl. The low was treated with glucose tablets, and bg later returned to range. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.